Event description:
Pt brought to emergency dept with symptomatic bradycardia with heart rate 44. Pacemaker not functioning. An external pacemaker was applied to increase heart rate. MFR notified and found that pt's threshold had increased. The threshold for the pacemaker was increased by the technician. It was determined that the pt was having an acute mi. No further problems following the adjustment. The device was evaluated on event date and six days later by the service tech from ela MFR. The threshold increases from 3.0 volts to 5.0 volts. The pt's threshold was 2.75 and 2.0 respectively.